Event description:
It was reported that the pt experienced a cerebrospinal fluid leak during implant surgery. The csf leak was repaired with packing. The pt was successfully implanted. The pt continues to be monitored.